Event description:
A technician reported a pt with poor vision at all distances and experiencing glare following bilateral intraocular lens (iol) implant procedures. Medical records were requested and received. According to the medical records, the pt had a history of thyroid disease, dry eyes, and epiretinal membrane (pre-existing). The pt reported blurry vision, and feeling tingly and weak on the first postoperative day. The pt continued to report blurry vision and glare, especially at night. She also reported her eyes hurt to touch, burned, she had a pressure feeling in this eye and was having headaches. Striae were noted on examination. Keratoconjunctivitis was noted and punctal plugs were inserted in her lower eyelids. At the next postoperative visit, the pt reported floaters and flashes since the surgery. Her vision remained blurry despite the punctal plugs. She was started on medication. The pt continued to report hazy vision with glare at night. Posterior capsule opacification was noted and a yag laser procedure performed. The pt reported no improvement in her vision following the laser treatment. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/08/2010, 09/13/2010, and 09/22/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 09/08/2010. (B)(4).